Manufacturer narrative:
(B)(4). Further device evaluation pending.

Event description:
On (B)(6) 2010, abbott point of care (apoc) was contacted by an abbott distributor who reported that an I-stat analyzer was generating a quality check code 68. Based on the info at the time, there was no injury associated. The analyzer was not received from the customer for repair until (B)(4) 2011. During routine failure analysis at apoc, a burned c186 capacitor was discovered (unrelated to quality check code 68).